Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that patient had elevated hemolytic markers. A pump exchange was completed. Additional information states that pump operated as expected and will be returning for evaluation. A 320-slice computed tomography (CT) scan was performed and captured an outflow graft with an aneurysmal dilatation at its widest is 3.05 x 3.03 cm with a central tube of blood flow and a mural thrombus outside of that. An rpm echo was performed on (B)(6) 2020, showing a left ventricle size small but did not unload, a baseline speed of 9800 left ventricular internal dimension-diastole. (Lvidd) 3.8 cm, lvidd 4.5 cm, at 11,000 lvidd 4.1 cm, lvidd 4.4 cm. A lactate dehydrogenase of 1158. It was treated with heparin drip (ggt), and partial thromboplastin time (ptt) goal was 60-80.

Manufacturer narrative:
Manufacturer's investigation conclusion: there were incidental findings during the visual inspection of the returned driveline which revealed a superficial crack in the silicone of the distal end bend relief. No device-related issues were discovered and no thrombus was identified during the evaluation of the returned pump. The report of an outflow graft mural thrombus could not be confirmed through this evaluation as the outflow graft conduit was not returned for analysis. A specific cause for the elevated hemolytic markers could not be determined through the evaluation of the returned pump. (B)(6) was returned assembled with the outlet elbow attached to the pump¿s outlet port. The sealed inflow conduit and the sealed outflow conduit were not returned. Upon disassembly of (B)(6), examination of the pump's blood-contacting surfaces revealed no evidence of depositions or thrombus formations. Following cleaning, microscopic inspection of the pump bearings, rotor, and blood-contacting surfaces did not reveal any anomalies. Electrical continuity testing of the returned portions of the driveline did not reveal any discontinuities or shorts. Functional testing of (B)(6) under normal operating conditions revealed normal pump power consumption and pressure values that were within manufacturing specification. The pump operated as intended. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) lists device thrombosis and hemolysis as adverse events that may be associated with the use of the heartmate ii lvas. No further information was provided. The manufacturer is closing the file on this event.